Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 april 2024,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed alerts from both previous sensor (sn (B)(6)) and new sensor (sn (B)(6)). When this type of behavior is observed, multiple sensors are in close proximity to each other and the transmitter detects more than one sensor causing signal interference which prevent the system from functioning normally. The customer was advised to get in touch with their hcp and discuss removing the sold sensor, or removal of both sensors if unable to determine the location of the old sensor. The older sensor (sn (B)(6)) was removed on (B)(6) 2024. The initial investigation revealed that the sensor sn 421560 had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for further investigation. Upon receipt of sensor 421560, a visual inspection was done and no abnormalities were observed. Testing of the returned sensor also did not reveal any performance malfunction of the sensor. Review of the raw sensor data showed a decline in the signal and reference channels from 8 may 2024 and onwards, impacting the performance of sensor 421560. On 8 may 2024, the user had a removal procedure done for a previous sensor that was in proximity to sensor 421560, and bleeding that occurred from the procedure likely interfered with the sensor 421560 performance leading to sensor reading inaccuracies. B4. Date of this report updated to 26 july 2024. D9. Device available for evaluation? Yes, 10 june 2024. G3. Date received by the manufacturer? 22 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.